Event description:
It was reported that the patient was not feeling well. It was revealed that there was a microdislodgement of the right ventricular (rv) lead. Sensing was poor, threshold had increased and there was loss of capture on the EKG. Chest x-ray showed the lead to be in the original septal position. A lead revision was performed. An attempt was made to reposition the lead several times but they could not obtain good fixation when the helix was deployed. The lead was removed and the physician was unable to visualize tissue surrounding the helix. The physician elected to implant a new rv lead. During the rv lead revision, the right atrial (ra) lead dislodged due to the manipulation of the pocket, superior vena cava (svc), etc the ra lead pulled out of the pocket and fell off the sterile field. Therefore, a new ra lead was implanted. After the new rv and ra leads were implanted, the physician attempted to engage the ra lead and wrench into the header of the implantable cardioverter defibrillator (ICD). The wrench could not engage a setscrew in the grommet for the ra lead. No setscrew was visualized in the device header. The physician felt that the setscrew had backed out. Two wrench kits were opened in attempt to use the setscrews from them but the setscrew would not engage. Therefore, a new ICD was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.